Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 470 mg/dl. The customer stated that she was high because she ate sweets and did not bolus. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.